Event description:
In 2002 the end-user called medtronic minimed, USA and stated that they found a leak on the reservior and the luer lock. In 10/2002 maersk medical a/s received the complaint and 1 used set and 1 unused set. The near-incident took place in USA.